Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device was defective was confirmed. It was found that there was a little dent on the to case, the tamper-proof seal was missing and that the solenoid valve was leaky. Also there were minor physical damages on the surface area of the device, not affecting device functionality. User mishandling is the most probable root cause of the physical damage to various parts of the device, including the valve, probably due to a fall. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4).

Event description:
It was reported by affiliate via email that a fms vue fluid management system was defective. No surgical delay or patient consequence reported. No further information available.